Event description:
During a user test, it was reported that there was a popping sound and the device had no defibrillation output thereafter. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and found the therapy pcb and metal shield underneath damaged. Physio will replace the therapy pcb and metal shield. Physio is in the process of repairing the device and continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803 56.